Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During a right atrial flutter procedure, a cardiac tamponade occurred. During ablation, a steam pop occurred and the patient became hypotensive. An echocardiogram revealed a cardiac tamponade for which a pericardiocentesis was performed as well as surgery to close the myocardial tissue effraction to stabilize the patient. There were no performance issues with any sjm device during the procedure.